Event description:
Allegedly the patient dislocated and the component disassembled when the doctor performed closed reduction. The doctor asks how much force it takes for the cup and head to disassemble.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed and photographic images were made. (B)(4) - evidence that product in specification when used.